Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained fentanyl (concentration 975 mcg/ml, dose 49.96 mcg/day), clonidine (concentration 300 mcg/ml, dose 15.37 mcg/day), and bupivacaine (concentration 3.75 mg/ml, 0.1896 mg/day). It was reported during a pump replacement on (B)(6) 2017 due to the pump coming to normal end of service, the previous catheter broke in the pump pocket. The physician performed a catheter dye study and found dye was not reaching the tip of the catheter and dye located in the back. The physician partially explanted the previous catheter and placed a new catheter. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The issue was resolved at the time of the report. No patient symptoms were reported.